Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was receiving incomplete bolus alerts in the middle of the night. The customer did not intend to deliver a bolus and had not intentionally navigated to the bolus screen. The customer wore the pump while sleeping. The cause of the incomplete bolus alert was not known. As the event was not occurring at the time of the report, tandem technical support was unable to troubleshoot and advised the customer to confirm that the screen was locked prior to going to bed to prevent the buttons from being possibly (inadvertently) pressed if the customer rolls on the pump while sleeping. The customer acknowledged the information.

Event description:
The customer's blood glucose level was 201 mg/dl.